Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was attempted to be placed when it came in contact with the posterior pilar. Troubleshooting was preformed and the clip was able to be freed, there was challenges with grasping that were ultimately successful. An additional mitraclip was then successfully placed to further reduce the mr. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, during a follow-up transthoracic echocardiogram (tte) it was visualized that the first clip had a single leaflet detachment (slda) and the clip was no longer attached to the posterior leaflet. The mr had increased to grade 4. Follow-up treatment was scheduled. On (B)(6) 2025, the patient presented with grade 4 functional mitral regurgitation (mr) for a second mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was decreased. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported mitral regurgitation and arrhythmia are cascading events of the incomplete coaptation. The reported patient effects of mitral regurgitation and arrhythmia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.